Event description:
It was reported that during a pta treatment procedure involving a restenotic lesion in the subclavian vein, the ultra thin diamond balloon ruptured and became stuck on the stent. The distal markerband and a portion of the balloon were thought to be missing. The balloon ruptured while across the proximal end of an express ld stent (size 10x37). At the point, the balloon became stuck in the stent. The physician believed that the distal markerband was missing and was not able to tell if a piece of the balloon was left in the patient (piece was missing). He performed a chest x-ray and CT, but both were negative. The current patient status is unknown. Additional information has been requested regarding this event.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.